Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she was implanted yesterday and the clinician explained to her that it had 4 programs but they were putting her on program 3 since that was working well for her. Patient stated she called her healthcare provider (hcp) this morning because she was having a lot of leaking while coughing which she wasn't having before. She synched with her device and it showed she was on program 4 at .6 when she was actually supposed to be on program 3 at .6. She had not touched the patient programmer(pp) until synching with it. Patient stated this would explain why she was leaking. It was noted that the program 3 amplitude was already set at .6, so it was suspected that this may have been a user error when patient was programmed after implant yesterday. Patient confirmed she felt stim sensation comfortably. There were no further complications that have been reported as a result of this event.